Event description:
It was reported that the electrode migrated to the pocket. System impedances were noted to be less than 30 ohms. It was suspected that the patient has twiddlers syndrome. Subsequently, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced successfully. The system is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the electrode migrated to the pocket. System impedances were noted to be less than 30 ohms. It was suspected that the patient has twiddlers syndrome. Subsequently, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced successfully. The system is expected to be returned. No additional adverse patient effects were reported.